Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified a kink on the distal tip end. The fiber was received in two pieces, and microscopic inspection of the tip indicated normal degradation. Visual inspection of the fiber body did not exhibit any breaks. The connector was in good condition with a bright and round light passing through. When the fiber was connected to the console, light was seen exiting the area of the fiber break and no error messages populated. Based on analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, an error message was prompted. The fiber could not be used so the fiber was replaced to complete the procedure with no fiber complications.

Event description:
It was reported that during a procedure, an error message was prompted. The fiber could not be used so the fiber was replaced to complete the procedure with no fiber complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified a kink on the distal tip end. The fiber was received in two pieces, and microscopic inspection of the tip indicated normal degradation. Visual inspection of the fiber body did not exhibit any breaks. The connector was in good condition with a bright and round light passing through. When the fiber was connected to the console, light was seen exiting the area of the fiber break and no error messages populated. Based on analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.